Manufacturer narrative:
H10: h3, h6: the device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records could not be performed as no lot number or serial number was provided. A complaint history review could not be performed as no lot number/serial number/pn was provided. Review of the product instructions for use could not be performed as no lot number or serial number was provided .risk management documents could not be performed as no lot number or serial number was provided. Clinical evaluation was completed and concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨bleeding or clotting¨ include, but are not limited to: (1) electrode wear on the used wand which could lead to diminished functionality, (2) insufficient saline flow to the surgical site, (3) the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or (4) blood clot falling off allowing the blood vessels to start bleeding again. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that revision surgery was performed due to coblation technique, the patient had 8 pints of blood transfused. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.